Event description:
It was reported by repair work order that the bed lost all motor function due to a malfunctioning cpu board. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.